Event description:
It was reported the patient came to the clinic after losing stimulation therapy from the drg system. Diagnostics performed revealed the lead at the t11 placement was exhibiting high impedances and was not possible to activate. Fluoroscopy indicated lead breakage at the anchor level. Consequently, the lead was surgically replaced and therapy was successfully restored for the patient.